Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During troubleshooting for the unrelated alarm the home patient (hp) disconnected the bag from the supply line and connected that bag to the final line. The technical service representative (tsr) explained that the hp cannot just disconnect a bag and reconnect it to another line due to a possible introduction of air into the system. The tsr assisted the hp with ending the therapy. The hp was going to start the therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.